Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens using the ez-28 delivery device. During insertion, the surgeon observed that the haptic had torn. Intervention was performed in order to enlarge the incision and remove the damaged lens. Reference MDR 1119279-2010-00080

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.